Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the continuous use of intra-aortic balloon counterpulsation (iacp), the sensor flushing device broke while performing the prescribed hourly heparinized saline flushing. As a result of the breakage, the machine stopped functioning. The malfunction was identified by the hospital user, who determined that the cause was the broken sensor flushing device. This event occurred during normal use of the device and resulted in patient injury.